Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 5 months post implant of this 25mm mitral bioprosthetic valve implanted in the pulmonary position of an 11 year old pediatric patient, a transcatheter bioprosthetic pulmonary valve was implanted valve-in-valve due to moderate stenosis and moderate insufficiency. No additional adverse patient effects were reported.